Event description:
Follow up information received from the patient indicated that they had no concerns with their therapy or device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: lead model 3093-28 lot# v671772 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient had a bladder infection. She was using her therapy for the first time in a long time and wondered if the device was working correctly. Additional information has been requested, but was not available as of the date of this report.